Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the battery gauge was fluctuating, leading to a pump shutdown. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 62 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.